Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2 patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient experienced insulin flow block event on 06-jun-2024. The occlussion occured at the tubing. The blood glucose level was 209 mg/dl. No further information available.